Manufacturer narrative:
(B)(4). Event date: exact day of the month unknown. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: can the lot or batch number of the device be provided? No further information is available. What were the indications for surgery? No further information is available. Did the patient receive any preoperative chemotherapy or radiation? No further information is available. What was the specific surgery? A laparoscopic low anterior resection. What two anatomic structures were anastomosed? The device was used between the esophagus and the colon. Were there two separate anastomoses (reference to esophagus as well as low anterior resection)? No. See above. Were there any issues experienced with the device in the initial surgical procedure? No further information is available. What healthcare professional fired the device and what is his/her experience with the device? No further information is available. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? The surgeon fired at 2/3 of the gap setting scale. We don't know above or below 2/3 of the scale, but the procedure was following IFU. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No further information is available. Was the device difficult to close? No further information is available. Was the device difficult to fire? No further information is available. Did the healthcare professional receive audible & tactile feedback when firing the device? No further information is available. Were the donuts inspected? If so, please describe. No further information is available. Was a complete transection of the white breakaway washer visually confirmed? Yes. Was a leak test performed? If so, what type and what was the result? No further information is available. Was the staple line visualized endoscopically during the initial surgical procedure? No further information is available. How many days postoperative was the leak identified? No further information is available. What was the specific location of the leak in relation to the circular staple line? No further information is available. Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? No further information is available. Has any further treatment required in addition to the drain? Nothing, a transanal drain was placed and the patient has been observing. What is the current status of the patient? The patient has stayed in the hospital. No further information will be provided.

Event description:
It was reported that after a laparoscopic low anterior resection on (B)(6) 2019, minor leakage occurred. The device was used on the esophagus and the colon. When CT was taken, it was found that the leakage was observed from the left side of the anterior wall. It was not on an existing staple line. Another device was used to complete the case. The drain was replaced on the (B)(6) 2019.